Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(6) 2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported that since about 6 months ago, when they shampoo their hair or rested their head on something they felt a tingling or an electric shock in their left hand when they touched the lead wires running under the skin in their head. No further patient complications have been reported as a result of this event.